Event description:
It was reported that a symptomatic patient was seen in the emergency room in backup vvi. Patient is undergoing radiation treatment for breast cancer and had one session today which agreed with the date of backup trip. Memory corruption confirmed with status report showing multiple bit flips. A user download successfully restored the device. Backup vvi status report was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.